Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized with hyperglycemia on (B)(6) 2026. The patient¿s mother reported elevated blood glucose levels that did not respond to correction doses, as well as episodes of low glucose levels while the patient was on vacation in (B)(6). No visible insulin leakage was reported at the infusion site; however, the patient¿s mother noted detecting an odor of insulin and observed moisture in the pod¿s viewing window. The patient¿s blood glucose levels reached 200 mg/dl while wearing the pod on the abdomen for longer than 48 hours. Reported symptoms included vomiting, diarrhea, and positive ketones. The patient stated that no diagnosis of diabetic ketoacidosis (dka) was made; however, hyperglycemia with positive ketones was noted. The patient¿s mother also reported redness at the infusion site, which was considered typical for the patient due to sensitive skin and use of flonase prior to pod insertion. The patient was treated with intravenous fluids, including two d5 (dextrose 5%) boluses. The patient was discharged on (B)(6) 2026.